Manufacturer narrative:
On 12/13/2019, mentor became aware of the patient's confirmed date of explant (B)(6) 2019). In addition, mentor became aware the patient experienced breast pain on the left side post-operatively. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(4) 2019, it was noticed that the patient's date of explant was erroneously omitted from the previously submitted report. As mentor has not received a definitive date of explant, the patient's date of explant has been estimated to (B)(6) 2019, two weeks prior to the date of receipt of the device by mentor. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/01/2019, the mentor failure analysis lab received the device for evaluation.on 11/21/2019, mentor completed evaluation of the device. Device evaluation summary: during evaluation of the device it was observed to be ruptured, additionally a crease was observed within rupture. No other anomalies were discovered. A fold or wrinkle rupture is a known inherent risk associated with the use of gel-filled mammary prostheses, and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. As stated in the product insert data sheet, creating wrinkles or folds should be avoided during implantation or other procedures as it can result in rupture in a later time. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with mentor memorygel breast implant 500cc and experienced a rupture on the left side and breast pain on the right side post-operatively, which was confirmed by a physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left side device.